Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of device's inability to disassemble, and presence of corrosion/pitting/rusting and foreign substance/debris/cleaning/sterilization identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance and user, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the anterior broach adapter device had an unknown malfunction. During in-house engineering evaluation, it was observed that there was a broach device stuck in the adapter (unable to disassemble). It was further observed that the device had corrosion/rusting/pitting and foreign substance/debris/cleaning/sterilization. It was noted that the broach device was pried from the adapter device with minor force. Once removed, it was observed that the post on the broach device was damaged, and raised material and medical debris were present, which caused the broach to not release. It was determined that the broach post damage was likely caused by the broach post not being in fully opened position when it was being inserted with the latch. It was further determined that the device failed pretest for visual assessment since the broach was stuck in the adapter. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.